Event description:
Type of procedure: lumbar revision / fusion it was reported that during, intra-op, while placing a 9.5x50 mm, 5.5/6.0 screw at s1 on the patient's left side, the tip of the screwdriver being used, broke off in the head of the screw. The screw was almost fully inserted and the surgeon was remotely satisfied with the placement of the screw. He didn't feel it could be removed without potentially causing other problems so he left the screw in place with the broken screwdriver tip retained in the head of the screw. The product came in contact with the patient and broke. The fragments of the product remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Neither the device nor the applicable imaging studies return to manufacturer.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.